Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that "this thing is huge compared to my stj device" and also stated "this device was beating like a drum". The patient is not feeling the "bang" at home. The cardiac resynchronization therapy pacemaker (crt-p) remains in use.  No further patient complications have been reported as a result of this event. It was further reported postoperatively when the patient woke up they experienced phrenic nerve stimulation that felt like "hiccups", they were visible to the eye, and phrenic nerve stimulation was able to be felt on their chest. It was further reported that the patient felt like their heart was beating fast and their side was sore due to the crtp. The patient explained that the "device was beating like a drum" was different than the phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed. The patient reported not feeling the phrenic nerve stimulation following reprogramming. There was no performance issue with the crtp. The crtp and lv lead remain in use. No further patient complications have been reported as a result of this event.